Event description:
An altitude alarm was reported on the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was advised by technical support to clean the speaker holes and reconnect the cartridge, but insulin could not be resumed. The customer was able to load a new cartridge, but the alarm recurred. Technical support then suggested waiting two hours to allow any moisture to evaporate. The customer declined further follow-up and stated they would call back to continue troubleshooting at a later time.